Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) - reamer. The reported event is confirmed by the returned product. Visual examination of the returned product/provided pictures identified that the reamer head is disassembled from the flex shaft. Damage and wear and tear are seen on the reamer head, consistent with regular use. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). E1:(B)(6) hospital g2: foreign - the event occurred in canada. The product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. A supplemental will be filed accordingly if any further information is found that would change or alter any conclusions or information. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an ulna surgery performed approximately three (3) weeks ago, a flexible reamer disengaged from the rod. The reamer tip was stuck at the distal end of the ulna and had to be removed manually by making an incision and using a burr to make a hole to allow full instrument retrieval, then completed using a different reamer. The patient experienced no harm or injury due to this event. Attempts have been made, and no further information has been provided.